Manufacturer narrative:
Initial and final MDR (B)(4) - device 10 of 10.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced ten events of perfusion leakage on (B)(6) 2025. No further information available.